Event description:
The facility representative reported a colleague infusion pump with a cracked tube motor collar on pump head module. The event was reported to have occurred during inspection. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version is colleague 2006(6.13.90).

Manufacturer narrative:
(B)(4). The device has not been previously sent into service for the reported condition of cracked tube motor collar on pump head module.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported condition of a colleague infusion pump with a cracked tube motor collar on the pump head module was confirmed but not reproduced. The assigned cause was determined to be damaged tube load motor collar. The pump head module was replaced to fix the reported condition. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.